Manufacturer narrative:
Additional information: h6, h11. H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the set dialyzer return screwed connector. The specific defect that allowed the leakage was not visible in the photos. Functional testing could not be performed on the actual device due to blood contamination. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported leakage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "connecting tube above the cap" of the prismaflex m150 set filter during continuous renal replacement therapy. The connection was noted to be "loose". The volume of blood loss was approximately ten (10) ml. There was no report of medical intervention associated with this event. No additional information is available.